Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: while plating after cutting a maxilla bone, the surgeon found there was only one plate for the right, and had to use a plate for the left as a substitute by reversing. There was 1 plate for the right and 3 plates for the left. The tray had been loaded incorrectly. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided. Placeholder.